Event description:
It was reported that the patient experienced a peritoneal dialysis (pd) catheter (not a (B)(6) product) malfunction. The patient¿s hospitalization for fluid retention was a result of the catheter malfunction. There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).